Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event with the screen having dried particles and debris between the touchscreen and the bezel. When cleaning the bottom and sides of the bezel of debris and dried particles/liquids, the issue was resolved. The fsr put the unit into service mode and recalibrated the touchscreen.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the touchscreen is freezing up. The customer reported there is no patient involvement associated with the event.